Manufacturer narrative:
The ipg was returned, analyzed, passed all tests performed, and exhibited normal device characteristics. A labeling review was performed on the ipg instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. Based on all available information, engineers are not able to confirm the root cause of the event. The ipg was returned, as such, physical analysis was conducted in our laboratory. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable root cause for the complaint and the conclusion is no problem detected.

Event description:
It was reported that the patient underwent an ipg, implantable pulse generator, explant procedure due to a suspected malfunction. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patient underwent an ipg, implantable pulse generator, explant procedure due to a suspected malfunction. No further information has been obtained despite good faith efforts.